Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed six applications were performed with reported balloon catheter 2af284, lot number 64007 without any issues on the date of the event. A clinical issue (phrenic nerve palsy) occurred during the procedure. In conclusion, there is no indication of a product performance malfunction of the reported balloon catheter that caused the clinical issue. The reported balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred when the right superior pulmonary vein (rspv) was ablated. The double stop technique was then performed. After the temperature reached the expected value, twitching was noted and pacing was performed at the right superior pulmonary vein (rspv). However, no activity of the diaphragm was noted. When the site was changed, weak activity of the diaphragm was observed. The case was completed with cryo. It was noted that when the patient was discharged from the facility, the patient's pnp did not recover. The patient had no subjective symptoms and the hospital stay was not extended. A subsequent patient follow up was scheduled for the following month. No further patient complications have been reported as a result of this event.